Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an a33 alarm on the insulin pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. No unexpected compromised force sensor system error alarm noted during testing. The insulin pump had cracked reservoir tube lip.